Manufacturer narrative:
Further information was not provided regarding user treatment.

Event description:
It was reported that during patient transport the fowler did not stay in position (potential fowler collapse) causing the paramedic to suffer a rotator cuff injury. The patient was not harmed during this event. The paramedic was placed on light duty.

Event description:
It was reported that during patient transport the fowler did not stay in position (potential fowler collapse) causing the paramedic to suffer a rotator cuff injury. The patient was not harmed during this event. The paramedic was placed on light duty. Further information has not been provided.